Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka). The contact was not with the customer at the time of the report. No additional information was provided regarding the hospitalization. The contact had tandem technical support assist with putting the pump into storage mode as the customer was currently receiving insulin intravenously. Although multiple attempts were made to contact the customer for additional information, the customer did not reply to the requests.